Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay ver. 2.1. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 3.0 pg/ml and repeated as 670.5 pg/ml. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
It was determined that the customer did not use mandatory rack adapters for 13 mm. Diameter tubes. This could have a direct impact on sample pipetting. The investigation could not identify a product problem.

Manufacturer narrative:
The repeat value of 670.5 pg/ml was considered to be correct by the customer.